Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position due to a faulty wiring harness and the bed had lost all motor functions due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer will repair.